Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: biomet interlok fixed cruciate tibial plate with locking bar #141232 lot #j3554924. Vanguard cr interlok cemented fem #183028 lot #717880. Vanguard series a standard patella #184766 lot #393630. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07734, 0001825034-2017-07735, 0001825034-2017-07737. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had started experiencing infection 1 week post initial surgery and underwent a surgery to cut out the infection approximately 4 weeks post operation.